Manufacturer narrative:
MFR notes that, at the time of the incident, the product package and IFU both prohibited use of the product with high flow cannulas. Several years (2010-2014) of off-label use of the product with high flow cannulas has resulted in no reported adverse events. On (B)(6) 2014 MFR introduced a high flow compatible product to meet the market need directly.

Event description:
Cannulaide had been used on a patient with a high flow cannula. She had concluded that the incident was a result of miscommunication, and there was no significant harm done to the patient, although the patient did experience de-saturation.